Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR : 03jun2019. A gas delivery system (gds) was return for analysis. An investigation was performed and the root cause was due to air flow sensor caused by a component (u1) drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The philips field service engineer (fse) reported an oxygen flow error. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 09may2019. Device evaluation: philips field service engineer (fse) reports the flow sensor assembly was replaced then the issue was fixed. No other abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.